Manufacturer narrative:
Product event summary: it was reported that the batteries were depleting in four (4) to five (5) hours and critical battery alarms recorded in the log files. One battery ((B)(4)) was returned for evaluation. Four batteries ((B)(4)) were not returned for evaluation. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed multiple critical battery alarms due to communication errors involving (B)(4). Two (2) power disconnect alarms were also recorded involving (B)(4). During the power disconnect alarms, the logs recorded a spurious safety alert word (saw) value for this battery, indicating that a communication error had occurred between the controller and battery. Additionally, analysis of data log files revealed premature power switching events due to communication errors involving (B)(4). This was most likely perceived by the patient as the reported batteries depleting in four (4) and five (5) hours. As a result, the most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4) / model #: 1650 / expiration date: 2015-07-31, UDI #:unk, return date: 2015-11-18, evaluated by MFR, mfg date: 2014-07-31, not labeled for single use, (B)(4). Heartware ventricular assist system ¿battery / (B)(4) / model #: 1650 / expiration date: 2015-07-31, UDI #:unk, not returned, evaluated by MFR, mfg date: 2014-07-31, not labeled for single use, (B)(4). Heartware ventricular assist system ¿battery / (B)(4) / model #: 1650 / expiration date: 2015-07-31, UDI #:unk, not returned, evaluated by MFR, mfg date: 2014-07-31, not labeled for single use, (B)(4). Heartware ventricular assist system ¿battery / (B)(4) / model #: 1650 / expiration date: 2015-09-30, UDI #:unk, not returned, evaluated by MFR, mfg date: 2014-09-30, not labeled for single use, (B)(4).

Event description:
It was reported by the patient that the batteries were depleting every 4-5 hours. Log files revealed many ¿critical battery¿ alarms. There were no reported consequences or effect to the patient. The batteries were exchanged. No patient complications have been reported as a result of this event.